Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "on (B)(6) patient was admitted and her port accessed. Etoposide was given over an hour followed by cytarabine for a 24 hour infusion through the long end and IV fluids d545 w/20 kcl infusing through the pigtail. Just as the cytarabine was ending the rn assessed the tubing and all was good. She was called back to the room 15 min later by mom because blood and fluid were found leaking out of the tubing." Additional information received: it was reported by the customer "crack opened up the closed central line access, increasing risk for infection. Needle was de-accessed and patient was re-accessed (another needle poke for pediatric patient). It was reported via medwatch "soft tubing just before the proximal port (just before where soft tubing connects to hard plastic) found to have crack noted during infusion. This opened up central line to infection and necessitated needle removal and reinsertion (painful in child). Entire lot switched out after this."

Event description:
It was reported by the customer "on (B)(6) patient was admitted and her port accessed. Etoposide was given over an hour followed by cytarabine for a 24 hour infusion through the long end and IV fluids d545 w/20 kcl infusing through the pigtail. Just as the cytarabine was ending the rn assessed the tubing and all was good. She was called back to the room 15 min later by mom because blood and fluid were found leaking out of the tubing."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a tubing leak was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20 ga x 0.75 in powerloc max with y-site. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was observed at the interface of the y-site. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer "on (B)(6), patient was admitted and her port accessed. Etoposide was given over an hour followed by cytarabine for a 24 hour infusion through the long end and IV fluids d545 w/20 kcl infusing through the pigtail. Just as the cytarabine was ending the rn assessed the tubing and all was good. She was called back to the room 15 min later by mom because blood and fluid were found leaking out of the tubing." Additional information received: it was reported by the customer "crack opened up the closed central line access, increasing risk for infection. Needle was de-accessed and patient was re-accessed (another needle poke for pediatric patient).